Event description:
It was reported the patient was implanted with a surgical lead with the top placed at the top of t7. The patient complained of abdominal pain and cramping after waking up in the post-anesthesia care unit (pacu). It was noted the patient had general anesthesia for the implant. The patient continued to experienced pain the next day and they took him into surgery 2 days after implant to move the lead down with the patient under sedation and test the lead intraoperatively. The patient¿s paddle lead was replaced with a percutaneous lead and the abdominal pain stopped. The percutaneous lead was testing intraoperatively and the patient received good coverage in his areas of pain. The patient remained comfortable in the pacu. It was noted the patient¿s follow-up appointment was scheduled for (B)(6). No patient injury was reported.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).